Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The manufacturing history records were reviewed and show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File five of ten for the same event.

Event description:
The distributor reports a revision surgery to explant the tmj implants due to pain and discomfort. The left joint was implanted on (B)(6) 2010 and the right joint was implanted on (B)(6) 2010.